Event description:
User facility reported that the tubing connection of this administration set became stuck to patient's central venous access catheter. According to reporter this issue required replacement of patient's central venous access catheter. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.